Manufacturer narrative:
To activate the ble communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified amount of time. Reportedly, the customer had entered the incorrect transmitter ID. No additional patient information was available. Reportedly, the pump and transmitter regained connection after entering the correct transmitter ID.